Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient in a clinical study with an implantable neurostimulator (ins). It was reported that the patient experienced hypertension, nausea, and vomiting post-implant procedure. The patient was admitted to the hospital for monitoring overnight. The following medications were administered: 30 mg labetalol, 5mg IV hydralazine, 1 mg IV hydromorphone, 1 mg IV haloperidol and mg po olanzapine. It was noted that the bp was in normal range, the vomiting ceased on (B)(6) 2018, and the nausea decreased later in the evening. The patient had a poor appetite for days prior to the surgery, a history of hypertension, and had been off lisinopril for 2 days prior to the procedure. The plan was for extra dose of amlodipine on 7/16 pm, then continue home dose lisinopril, prn labetalol for sbp>180, prn ondansetron if the nausea continued. It was noted that the nausea was likely related to the anesthetics and opiates, and the event was not related to the device or therapy and related to the implant procedure/surgery/anesthesia. The patient was released to go home on (B)(6) 2018 and the event resolved without sequelae. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.